Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was admitted to the hospital. Technical services (ts) reviewed and found premature ventricular contractions had induced ventricular fibrillation. Anti-tachycardia pacing and shock therapy was delivered and successfully converted the arrhythmia. Engineering reviewed device data. Ts provided reprogramming recommendations. Additional information from the field representative provided recommended reprogramming had been completed. In addition, the patient had been discharged from the hospital. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was admitted to the hospital. Technical services (ts) reviewed and found premature ventricular contractions had induced ventricular fibrillation. Anti-tachycardia pacing and shock therapy was delivered and successfully converted the arrhythmia. Engineering reviewed device data. Ts provided reprogramming recommendations. Additional information was requested but not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.